Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on the limited information provided and without the device to analyze, the cause of the reported unintended movement (clip open ¿ locked) was unable to be determined. Due to the lot number of the mitraclip involved and the date to be unknown, this event will be conservatively included with the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report clip opening while locked (cowl). Based on the current field safety notice (fsn) issued, the physician reported that during a past mitraclip procedure (date unknown) the clip opened after deployment. The physician could not say when exactly this was and about the course and measures that were taken. No additional information was provided or is available.